Event description:
The customer reported that the light guide connector came off. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the light guide connector was missing it was also found that the light transmission fibers were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive force by the customer. Olympus will continue to monitor field performance for this device.